Event description:
The pt was implanted with a left ventricular assist device. An (B)(6) report was received which indicated "pt's pi dropped and power on his lvad increased. Anticoagulation parameters were increased, this did not correct the issue. Another effort was made to correct the thrombosis with integrilin, did not correct the issue. Transfer to hospice on (B)(6) 2013." The pt expired on (B)(6) 2013.

Manufacturer narrative:
No further information is available at this time. (B)(4). A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the report of thrombus could not be confirmed as the device was not available for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. Although a root cause for the reported event could not be conclusively determined, device thrombosis is listed in the approved labeling as an adverse event that may be associated with the use of the left ventricular assist system (lvas). No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
Additional information: follow-up information obtained from the center indicated that the patient had been placed on extracorporeal membrane oxygenation (ECMO) prior to the lvad implant. The patient's white blood cell (wbc) count was elevated. Coumadin could not be initiated as the patient was intubated; however, heparin and aspirin (asa 325mg) were administered with a partial thromboplastin time (ptt) goal of 40-50sec. The patient was reportedly not a pump exchange candidate. At the time the patient expired, the family declined to have the pump explanted.